Event description:
The pt reportedly experienced intermittencies with her internal device. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.